Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The executed inspection showed that the corner saw broke off on the side. By the following tooth, the tip is deformed and the opposite corner tooth is also deformed. It can only assumed that during the saw process, a metal contact caused the event. Looking through the material ¿ and the production documentation resulted in absolutely no deviations to the specifications. No product error could be determined.

Event description:
It was reported during an unknown surgery a spike broke off from the sawblade of a trauma recon system. This is report 1 of 1 for complaint (B)(4).